Manufacturer narrative:
B3 date of event: article publish date used as event date is unknown. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Ohn, m., mukherjee, r., saba, m. (2025). Transient conduction disturbance during pulsed- field ablation for atrial fibrillation in a patient with pre existing conduction disease. British medical journal case reports, volume 18 (3), e263763. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature article that heart block and a conduction disturbance occurred. A case study was performed on a single patient to document transient conduction block during a pulsed field ablation (pfa) procedure performed using a farawave catheter. A baseline 12 lead electrocardiogram (ECG) showed atrial paced rhythm with incomplete right bundle branch morphology, normal cardiac axis, and pr interval prior to the index procedure. The pfa procedure was performed under general anesthesia with right femoral access. Transeptal puncture was performed with an unknown device and pre mapping was completed with a non boston scientific (bsc) mapping system. A faradrive steerable sheath was placed and a farawave catheter was advanced into position in the left atrium. Eight (8) applications of ablation were delivered to each pulmonary vein and an additional four (4) applications of ablation were delivered on the septal side of the right inferior pulmonary vein. Immediately following application of ablation to the left superior, right superior, and right inferior pulmonary veins transient prolongation of conduction time from the coronary sinus atrial pacing to the ventricles occurred. An increase in conduction time of 144ms to 318ms was observed. A left bundle branch block pattern with a wide qrs duration of 138ms was noted. The atrioventricular conduction time progressively shortened, and the qrs duration narrowed back to baseline within four (4) heartbeats. All pulmonary veins were successfully isolated and the procedure concluded. Three (3) months post ablation procedure a 24 hour holter monitor showed sinus rhythm throughout with one episode of transient left bundle branch block for 33 beats at 60 beats per minute. At five (5) months post index procedure the patient was asymptomatic and no recurrence of atrial fibrillation had occurred.